Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with an m31 air detected in cassette warning alarm that occurred during fill 2 of 4 of treatment. Fluid was seen in the cassette module. The back of the cassette was intact. The patient was advised to disregard using the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. The patient was advised to use the cycler for the next day's treatment and to call if any issues are encountered. Upon follow-up, the patient confirmed the reported event. The patient stated the cycler prompted with m31 air detected in cassette warnings during fill 2 of 4 of treatment. Treatment was cancelled and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen leaking from the cassette and fluid was observed in the pump module area and on the external of the cassette. The cause of the leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The patient stated they were able to resume treatment using the cycler the following treatment without further issue. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with an m31 air detected in cassette warning alarm that occurred during fill 2 of 4 of treatment. Fluid was seen in the cassette module. The back of the cassette was intact. The patient was advised to disregard using the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. The patient was advised to use the cycler for the next day's treatment and to call if any issues are encountered. Upon follow-up, the patient confirmed the reported event. The patient stated the cycler prompted with m31 air detected in cassette warnings during fill 2 of 4 of treatment. Treatment was cancelled and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen leaking from the cassette and fluid was observed in the pump module area and on the external of the cassette. The cause of the leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The patient stated they were able to resume treatment using the cycler the following treatment without further issue. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for evaluation.